Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and exchanged optic fiber cable to resolve the issue. The system was tested and verified as ready for use. The affected part optic fiber cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer was experiencing repeated recoverable faults. The customer had rebooted the system, but the issue persisted. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and noted communication faults on the axes controller platform 4. The isi tse inquired if the boom was in a usable position and the customer stated it was not. The customer was going to swap out the patient side cart for the procedure. The procedure was aborted to another dv system, and no injury was reported.